Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the medication was not showing on the cubie. A technical support specialist connected to the server and checked the medication inventory and discovered that the entire row b had duplicate entries in the system. The user unloaded and reassigned the medication to the correct location, and the issue was resolved after those steps were completed. The user later replaced the cubie with a working unit, which eliminated the duplicate or connection-related symptoms, and the issue did not reoccur after that replacement. The technical support specialist reviewed the logs and found no significant errors other than minor connection-related hiccups. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ es server, a medication was not displayed on the assigned cubie. The customer stated that the issue occurred suddenly. The medication was physically present in drawer 2, pocket row b, but the system indicated that the medication was not showing up. The customer removed the cubie and rebooted the system, however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.